Event description:
Prescription multifocal total 30 contact lens from alcon does not provide adequate comfort. New material is thinner, thus more difficult to handle correctly. It folds on its own very easy once in place and it gets debris very easy producing discomfort. The material also breaks easy with the normal manipulation. These characteristics make users to run through more than one item in the 30 days period it should be used for. Therefore, increasing consumer expenses. This product, though thinner, is not practical and does not provide more comfort as intended and compared to previous version.